Event description:
It was reported by the customer that the device was displaying the charge-pak and attention icons. There was no patient use associated with the reported problem. Upon initial evaluation by physio-control, it was observed that the device would not power on.

Manufacturer narrative:
(B) (4): physio-control further evaluated the device. The analog pcb assembly was removed for further testing. Process residue on filter, designator fl9, was confirmed. The off-current leakage depleted the internal hlc batteries and would not allow the device to power on. The cause of the reported failure was attributed to process residue on filter, designator fl9 of the analog pcb.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.